Event description:
It was reported that a spectrum infusion pump was alarming air in line. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the air in line alarm. However, the evaluation found low readings on the upstream sensor caused by a failed upstream sensor. The low readings make the pump more sensitive to air in line alarms and could have caused the reported symptom. The failed upstream sensor was replaced.